Manufacturer narrative:
This MDR is related to ge healthcare complaint. The ge service rep replaced the f6 & f3 generator driver pcb. The system operates as intended.

Event description:
The customer reported that the system displayed low ma errors.